Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
Medical records were received from the patient's clinic. Upon review of the medical records is was noted that the patient was admitted to the hospital for sepsis, peritonitis and acute metabolic encephalopathy.

Manufacturer narrative:
There is no documentation to suggest a causal relationship between the liberty cycler and the adverse events of sirs, peritonitis, sepsis, acute metabolic encephalopathy, dehydration, thrombocytopenia or possible aspiration pneumonia. Additionally, there is no allegation against any fresenius products and the adverse events. There is however a strong probable association to the patients¿ complex past and present medical history, the patient not performing pd therapy for 3-4 days prior to hospitalization and the adverse events leading to hospital admission for medical management.

Event description:
Medical records were received from the patient's clinic. Upon review of the medical records is was noted that the patient was admitted to the hospital for sepsis, peritonitis and acute metabolic encephalopathy.